Manufacturer narrative:
Follow-up received on 22-aug-2016. Quality-safety pf ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and severe lower abdominal pain, serious events due to medical importance and listed in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, immediately following the procedure, consumer began experiencing severe pelvic pain, severe lower abdominal pain. Around 6 years after placement, plaintiff had her essure device removed as a definitive solution to the pain and suffering. Given the event's nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. Other non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age on 25-jul-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 for birth control. Immediately following the procedure, plaintiff began experiencing severe pelvic pain, severe lower abdominal pain, severe back pain, and a full body rash. On or about (B)(6) 2010, her symptoms continued and she began to experience severe anxiety, brain fog, depression and severe menstrual pain for which she sought medical attention. She did not realize her injuries may be related to the essure device until she learned information from other women online who had similar symptoms to her after being implanted with the essure. On or about (B)(6) 2016, plaintiff had her essure device removed as a definitive solution to the pain and suffering. The physical pain and emotional anguish that she suffered as a result of these coils is a direct and proximate result of the failure to disseminate accurate information regarding the safety profile of the product. Company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and severe lower abdominal pain, serious events due to medical importance and listed in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, immediately following the procedure, consumer began experiencing severe pelvic pain, severe lower abdominal pain. Around 6 years after placement, plaintiff had her essure device removed as a definitive solution to the pain and suffering. Given the events' nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. Other non-serious events were reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / pelvic pain") and abdominal pain lower ("severe lower abdominal pain") in a 37-year-old female patient who had essure (batch no. 58565, 64435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included clonazepam for anxiety and depression and alprazolam (xanax) for depression. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced back pain ("severe back pain / back pain") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced anxiety ("severe anxiety"), feeling abnormal ("brain fog"), depression ("depression / depression"), dysmenorrhoea ("severe menstrual pain"), rash ("rash"), skin irritation ("skin irritation") and fatigue ("fatigue"). In 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("mood swings") and irritability ("irritability"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), rash generalised ("full body rash"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and panic attack ("panic attack"). The patient was treated with analgesics, surgery (bilateral partial salpingectomy) and surgery (bilateral partial salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, back pain, rash generalised, feeling abnormal, dysmenorrhoea, mood swings, irritability, rash, skin irritation and abdominal pain outcome was unknown, the anxiety, depression, menorrhagia, vaginal haemorrhage and fatigue was resolving and the hot flush, night sweats, dyspareunia, alopecia and panic attack had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, hot flush, irritability, menorrhagia, mood swings, night sweats, panic attack, pelvic pain, rash, rash generalised, skin irritation and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2010 she have difficulty placing the essure device on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received. Events added from pfs: hot flashes, night sweats, mood swings, irritability, abnormal bleeding vaginal, abnormal bleeding menorrhagia, skin irritation, rash, dyspareunia (painful sexual intercourse), fatigue, severe anxiety, panic attack, brain fog, hair loss. Lot number, reporter information added. "Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / pelvic pain") and abdominal pain lower ("severe lower abdominal pain") in a 37-year-old female patient who had essure (batch no. 58565-invalid, 664435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included clonazepam for anxiety and depression and alprazolam (xanax) for depression. In march 2010, the patient experienced menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain / back pain") and abdominal pain ("abdominal pain"). In may 2010, the patient experienced anxiety ("severe anxiety"), feeling abnormal ("brain fog"), depression ("depression / depression"), dysmenorrhoea ("severe menstrual pain"), rash ("rash"), skin irritation ("skin irritation"), fatigue ("fatigue") and alopecia ("hair loss"). In july 2010, the patient experienced hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("mood swings") and irritability ("irritability"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), rash generalised ("full body rash") and panic attack ("panic attack"). The patient was treated with analgesics, surgery (bilateral partial salpingectomy) and surgery (bilateral partial salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, back pain, rash generalised, feeling abnormal, dysmenorrhoea, mood swings, irritability, rash, skin irritation and abdominal pain outcome was unknown, the anxiety, depression, menorrhagia, vaginal haemorrhage and fatigue was resolving and the hot flush, night sweats, dyspareunia, alopecia and panic attack had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, hot flush, irritability, menorrhagia, mood swings, night sweats, panic attack, pelvic pain, rash, rash generalised, skin irritation and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion and removal procedure performed without complication and patient tolerated the procedure well. Diagnostic results: on (B)(6) 2010, hysteroscopy sterilization with essure procedure and para cervical block. Findings : the scout film of the pelvis was normal. There were two sterilization clips noted one in right one in the left fallopian tube. Procedure performed without complication and patient tolerated the procedure well. On (B)(6) 2010, hysterosalpingogram. The patient tolerated the procedure without complication. Impression: normal hysterosalpingogram without evidence of leakage into either the right or left fallopian tubes following sterilization. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.